Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell ring issue. The following information was provided by the initial reporter. The customer stated: "we have been observing a fibrin ring above the supernatant after centrifugation, suggesting that there is a coagulation problem in the tube."

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for red cell ring was observed. A complaint history review was performed and revealed a confirmed complaint trend for certain sample quality issues. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for red cell ring and fibrin based on the trend identified and the photo provided. A corrective and preventive action was created to address the issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was a red cell ring issue. The following information was provided by the initial reporter. The customer stated: "we have been observing a fibrin ring above the supernatant after centrifugation, suggesting that there is a coagulation problem in the tube."